Manufacturer narrative:
The radiation shield/lamp is an accessory being used with the x-ray system at this site. The MFR of this accessory is unk at this time. Investigation is on-going.

Event description:
It was reported that a radiation shield/lamp fell on the patient's leg during a vascular imaging exam. The patient has remained in the hospital for observation and treatment.